Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer's reported problem " error code 41622 during infusion " was not duplicated. The error code 41622 was presented in the pump but not triggered alarm. Device was working properly as intended. No debris was found inside the pump. No problem found. Replaced optic switch for further preventative and bring pump into full functionality. Device passed all functional tests after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41622. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.